Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign matter was found inside the inner package. Prior to opening the package and before it was used on the patient, a foreign matter was found inside the inner package. It was black foreign material (no movement) that was found in the catheter packaging. The catheter was replaced with a new one. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and fourier transformed infrared spectroscopy (ftir) study of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that there was black foreign material inside the closed pouch of the device. Through the ftir study, it was found that the foreign material was a poly amide-based material. The handle component of the device can be pinpointed as a potential source of the origin of this material. Due to this finding, a manufacturing investigation was initiated. The manufacturing team determined that a cleaning step of the process was not correctly performed; however, according to the records of the device, it passed all quality criteria defined per the process flow. An awareness was performed for all the personnel involved. A manufacturing record evaluation was performed for the finished device 31134241l number, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The issue reported by the customer was confirmed. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a foreign matter was found inside the inner package. Prior to opening the package and before it was used on the patient, a foreign matter was found inside the inner package. It was black foreign material (no movement) that was found in the catheter packaging. The catheter was replaced with a new one. The procedure was completed without patient consequence.